Manufacturer narrative:
Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02782. It was reported on (B)(6) 2023 that the patient's leads have migrated. As a result, surgical intervention may be undertaken in the future.